Event description:
On 16-nov-2021: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that all the test results were within specification. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached from where the tubing starts, when she was going to insert it, but then inserted another infusion set. The site location was her leg, and the pump was located on her hip. The infusions were stored in a cupboard. There was not stress or pull on the tubing and the pump was not dropped with the set connected to their body. Reportedly, the patient's blood glucose level was 13.6 mmol/l. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached from where the tubing starts, when she was going to insert it, but then inserted another infusion set. The site location was her leg, and the pump was located on her hip. The infusions were stored in a cupboard. There was not stress or pull on the tubing and the pump was not dropped with the set connected to their body. Reportedly, the patient's blood glucose level was 13.6 mmol/l. No further information available.